Event description:
It was reported to medtronic neurosurgery in user facility medwatch report (B)(4) that a (B)(6) male under went an insertion of a ventriculoperitoneal shunt on (B)(6) 2013. Postoperatively, it was noted that he had a distended abdomen. Postoperative shunt imaging showed some gas within the colon, however, the shunt tubing was noted to be coiled without any signs of malposition. However, he continued to have the abdominal distention and was made npo. Per discussion with the family, he was noted to be a gassy child, therefore he was started on suppositories and simethicone drops. After having a bowel movement, it was noted that there was shunt tubing exiting from the rectum. Externalization of the shunt occurred on (B)(6) 2013; in addition it was noted tubing was noted entering the transverse colon - this was divided and the remainder removed through the rectum. The colon was repaired. On (B)(6) 2013, removal through the rectum. The colon was repaired. On (B)(6) 2013, removal of external ventricular drain occurred and placement of new internalized ventricular drain place. Pt did well, remained hemodynamically stable without signs of infection and was discharged to home on (B)(6) 2013. Please refer MFR# 2021898-2013-00134.